Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2025 due to peritonitis. Additional information was provided by the peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to difficulty draining during treatment and cloudy pd effluent. A pd culture was obtained. The patient was subsequently diagnosed with peritonitis. The patient was initiated on antibiotics with intraperitoneal (ip) cefepime 1g daily with dwell 6-8 hours (until the hospitalization on (B)(6)). The culture was positive for gram-positive bacteria (no organism or species provided). The white blood cell (wbc) count was 2,697 with 90% polymorphonuclear cells. The patient was hospitalized on (B)(6) 2025. The antibiotic therapy during the hospitalization is unknown. The patient was discharged on (B)(6) 2025. The suspected cause of the peritonitis event is possible contamination, but it was not confirmed. The patient did not require a pd catheter removal. The patient is continuing ccpd therapy during recovery.

Manufacturer narrative:
Upon further review, it was determined the event details do not meet reporting criteria. Therefore, MDR with MFR 8030665-2025-01514 will have no further updates.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler with liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or a cycler set defect reported for this event. Although not confirmed, the suspected cause of the peritonitis is possible contamination. This is supported by the culture results of a gram-positive bacteria as these organisms are usually disseminated from the skin, oral and nasal surfaces, and hair of humans. Based on the available information and no allegations or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2025 due to peritonitis. Additional information was provided by the peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to difficulty draining during treatment and cloudy pd effluent. A pd culture was obtained. The patient was subsequently diagnosed with peritonitis. The patient was initiated on antibiotics with intraperitoneal (ip) cefepime 1g daily with dwell 6-8 hours (until the hospitalization on (B)(6). The culture was positive for gram-positive bacteria (no organism or species provided). The white blood cell (wbc) count was 2,697 with 90% polymorphonuclear cells. The patient was hospitalized on (B)(6) 2025. The antibiotic therapy during the hospitalization is unknown. The patient was discharged on (B)(6) 2025. The suspected cause of the peritonitis event is possible contamination, but it was not confirmed. The patient did not require a pd catheter removal. The patient is continuing ccpd therapy during recovery.